Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to cuff miss. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the device was opened, the device was in the pre-deployed state and there was no patient involvement. However, the returned device analysis noted that the device was returned with the suture partially loose out of the guide tube, a scratched barb on the posterior needle tip, and blood inside the marker lumen indicating the device was used in the patient. Follow up to the account was sent however a response was not received, therefore the method used to achieve hemostasis is unknown. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.